Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, she was sitting down on the couch when the insulin pump alarmed motor error. Her blood glucose was over 420 mg/dl. Troubleshooting was performed and the drive support cap appeared to be normal. Customer was able to complete the rewind process. Alarm history only had one motor error alarm and no motor position encoder error alarms noted. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer initially had a blank display and when troubleshooting was performed the device functioned properly. Customer agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.